Manufacturer narrative:
Common device name: niu stent, superficial femoral artery, drug-eluting. (B)(4).

Event description:
As reported "the stent restenosis and required subsequent recanalization." An additional procedure required to subsequently place another stent inside the occluded stent.